Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 5mm/4mm amplatzer piccolo occluder was chosen for implant using 5f amplatzer torqvue lp delivery system for an 18 month old, 3 lb patient. During device preparation, it was reported that the device was properly prepared per IFU by rotating occluder counter-clockwise 1/8 of one turn to facilitate device release upon deployment. During advancement of the device through the delivery sheath, the cable became detached from the device. When the device was advanced out of the delivery sheath, the embolized and traveled to the main pulmonary artery without causing any obstruction of blood flow. The device was retrieved via transcatheter snare and then implanted. The patient did not experience any clinical signs or symptoms during this event.

Manufacturer narrative:
An event of the device embolization to the main pulmonary artery and cable became detached from device during advancement was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, "this device was sterilized with ethylene oxide and is for single use only. Do not reuse or re-sterilize this device. Attempts to resterilize this device can cause a malfunction, insufficient sterilization, or harm to the patient."